Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, no heat was able to be generated by the gold probe device. The generator was adjusted to different power settings, however, there was still no heat generated from the gold probe device. The procedure was completed with an epinephrine injection using a sclerotherapy needle. Post procedure, the generator was tested, and was found to be working properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, no heat was able to be generated by the gold probe device. The generator was adjusted to different power settings, however, there was still no heat generated from the gold probe device. The procedure was completed with an epinephrine injection using a sclerotherapy needle. Post procedure, the generator was tested, and was found to be working properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation tests; the device met specification in both cases. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.